Event description:
It was reported that during a routine device interrogation far r wave oversensing was noted on the atrial channel. The far r waves were comparable to p wave size. Clinician did not want to extend post ventricular atrial blanking further. The device was planned to be monitored.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.